Event description:
It was reported during a laparoscopic cholecystectomy the seal melted on an ms512 reducer from the sharp hook shaft of the harmonic scalpel. The case was completed with a 1seal. There was no consequence to the pt.